Manufacturer narrative:
Investigation: we have been provided with three affected samples. A leakage through the plunger rod was observed in this provided samples. After that we could determine that the leak was always in the position of the scale, and we could confirm a damaged in the barrel wall due to the marking process, which produced the reported leakage issue. According to the evaluation of the received samples and our manufacturing records, we think that, due to some temporary maladjustment of the printing device, an excessive marking of the scale may damage the external wall of the barrel causing the reported leak. The provided samples presented the reported issue. We could confirm the reported issue. CAPA not necessary.

Event description:
It was reported during use of the bd 20 ml syringe with 18g x 1.5 in. Needle the nurse found solution leaked from the end of the plunger rod. There was no report of injury or medical intervention.